Event description:
It was reported by service report that the footrest will not latch and close due to a bent reclining mechanism. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - recliner mechanism.